Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services (ts) recommended device replacement. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services (ts) recommended device replacement. This patient later stated that his device has been pulsating. Ts recommended contacting their clinic to address this issue or consult in the emergency department. Further information from the sales representative stated that this patient was scheduled to be evaluated in clinic to discuss device change out. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services (ts) recommended device replacement. This patient later stated that his device has been pulsating. Ts recommended contacting their clinic to address this issue or consult in the emergency department. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.